Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 126 ohms. Technical services discussed options when impedances reach 145 ohms. At this time, the lead remains in service. No adverse patient effects were reported.